Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella rp flex with smartassist instructions for use & clinical reference manual states the following: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with impella rp flex device post implant of an impella cp for mechanical circulatory support. While on support, the patient experienced "significant" bleeding from the impella rp flex access site. During the procedure, the representative recommended placing a hemostatic suture prior to dilation up to the 23 french peel away. However, the physician opted to place stitch later in order to get support more quickly to the unstable patient. Hemostatic suture was placed once repositioning sheath was advanced. However, bleeding continued at the insertion site for the duration of the night. Manual pressure was held and dressing was changed multiple times. Multiple anticoagulation modalities were administered in the catheterization lab resulting in elevated activated clotting time/partial thromboplastin time. However, the bleeding eventually began to slow down once coagulation normalized. The patient was reported to be stable following the event.